Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been complete. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open along the blue (can l) wire in the trunk cable. The root cause for the open wire was excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt is unable to communicate with a test monitor.